Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that submitted log files revealed no external power alarms while connected to the mobile power unit (mpu). The mpu does have a v-lock connector on the a/c power cord. It was reported that the power cord did not come loose at the wall/outlet or the back of the unit. It was reported that there were not any environmental circumstances that would have affected a/c power at the time of the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 16 days (B)(6) 2020 per timestamp). On (B)(6) 2020 at 01:51:32 - 01:52:08 there was a no external power alarm due to a loss of ac power while connected to the mpu. The backup battery provided power to the pump during this event. This event cleared when ac power was restored. There were no other alarms in the log file related to the reported event. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being shipped to the customer on 03sept2019. No further information was provided. The manufacturer is closing the file on this event.